Event description:
Pt with a rehabilitation of six implants in his mandible. Eight months after the surgery, in a control check, it was seen that the implant placed in region #23 was non osseointegrated. Pt with low bone quality (bone type IV).